Manufacturer narrative:
Additional information received from investigation stating the returned sample was then flushed with a solution of 70% ethanol and 30% water to clean the tpn residuals from the filter. Next the filter dried for 24 hours and the leak tested was repeated. After the first iteration of flushing the filter continued to leak out of the air filter due to residual that were still present in the filter. The flushing was repeated and subsequently dried. After this second iteration the sample was leak tested as per (p-3g-376) as per ps00-00003. There were no leaks observed from the air filters. The hydrophobic properties of the filter were reestablished after the tpn residuals were removed from the filter.

Event description:
The event involved a 43 cm (17") smallbore ext set w/3-port nanoclave® manifold, check valve, nanoclave®, 0.2 micron filter, 2 bcv-clave®, rotating luer, where it was reported of leakage. It was reported that there was leakage at the white, cube shaped, filter during infusion of parenteral nutrition, neolipid, and posiflush. The length in time this device was in use was for 48u. The product was replaced with no further problems encountered. It was reported that the patient died on (B)(6) 2023, but states the patients death was not related to this complaint. There was patient involvement however no report of blood loss, serious injury or death, no delay in critical therapy, and no need for medical intervention to the patient on the incidents date.

Manufacturer narrative:
Received one used. List #011-am3011, ext set, smallbore w/3-port clave¿ manifold, 3 clave¿; lot #unknown. One used. List #unknown, orange tubing extension set; lot #unknown. One used. List #unknown, 50ml syringe; lot #unknown. One used. List #unknown, extension set w/ sight chamber; lot #unknown. One used. List #unknown, 250ml bag; lot #unknown. One used. List #unknown, 3ml syringe; lot #unknown. The inline 0.2 micron filter of the 011-am3011 extension set was confirmed to leak from the outlet vent. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A series of photos were returned for investigation. One shows a large assembly with the "cubed shaped filter" identified as the affected component that was leaking. The other photo was difficult to identify but appears to be a trash can with something inside. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Possible lot number 7154240 mfg. Date aug 1, 2022 device expiry date aug 1, 2027.